Manufacturer narrative:
Additional information. D9. Yes. F10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect impact code: 4648 insufficient information component code: 772 cover. Summary: water leakage occurred due to degradation of the insertion flexible tube. Since the user reprocessed without performing the leak test, orthophthalaldehyde (opa), which is the main component of the disinfectant, invaded the inside of the endoscope. It is considered that anaphylactic shock occurred when opa, which could not be sufficiently removed by the rinsing process, touched the patient's mucosa. Acknowledgment of the breakdown in the analysis report. Reaction ended due to withdrawal of patient application. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
On 30-jun-2020, pentax medical was made aware of two events which occurred in (B)(6)involving pentax video naso pharyngo laryngostroboscope, model vnl-110s, serial number (B)(4). The model and serial number are pending confirmation. Once confirmed the 510k number and associated fields will be updated as needed. On (B)(6) 2020 an (B)(6) male patient reportedly suffered from anaphylactic shock during the procedure in the operating room and the patient was urgently transported to (B)(6). On (B)(6) 2020 a (B)(6) female patient reportedly suffered from anaphylactic shock during the procedure in the operating room and the patient was urgently transported to (B)(6). According to the ambulance crew, the (B)(6) 2020 patient had solid consciousness, recovered, and was discharged from the (B)(6) hospital, while the (B)(6) 2020 patient seemed terrible. No status update was provided. An update on 01-jul-2020 was provided to pentax medical. The user confirmed that visual inspection of the endoscope was performed prior to the procedure. They also provided details that there were about 60 cases (2-3 daily) performed since the 26-may-2020 install date. They documented that the flow from the case to the reprocessing as removing the scope and attach the waterproof cap to the postprocessing. They also confirmed that endoscope reprocessing was performed for each case. The user facility checked the endoscope and found that the tip of the rubber has cracks or holes. Pentax medical is currently investigating this report.